Event description:
It was reported that the customer experienced an elevated blood glucose level of 800 mg/dl leading to emergency room visit and was subsequent hospitalization in the intensive care unit on (B)(6) 2025. Reportedly, due to the elevated bg level, the customer experienced a seizure. While in the hospital, the customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage.